Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted e1: address: (B)(6) hospital the actual sample was received for evaluation. Visual inspection revealed that the urethane outer layer had been sheared off on the distal extreme section. Magnifying and electron microscopic inspections of the fracture end obtained the following findings: the configuration of the fracture end of the urethane outer layer was consistent with that generated when the urethane outer layer was ripped off, the core wire and gold coil were exposed, some abrasions had been generated on the surface of the urethane outer layer adjacent to the fracture end, some creases had been generated on the fracture end of the urethane outer layer, the exposed gold coil had been broken halfway, and the configurations of the distal extremities of the core wire and gold coil were confirmed to be equivalent to those of the current product sample from the involved product code. From this, it is most unlikely that some portions of the core wire and gold coil have been separated and are missing. The outside diameter was measured on the undamaged section of the device and confirmed to meet the specifications. Reproductive testing was performed on a guide wire sample; it was pulled out of the holder in the manner where its distal extremity was pinched with the fingers. As the result, the urethane outer layer was ripped off on the distal extremity. A factory-retained guide wire sample from the involved product code was inserted into a factory-retained a stylet built-in mtw ercp catheter sample (same type as the one actually used in combination with the actual device) which was in the state of having been insufficiently primed with the application of torque force to the guide wire sample. The guide wire sample started to become entwined with the catheter sample; in this state the guide wire sample was further pushed into the catheter sample. The guide ire sample became stuck in the catheter sample. A review of the device history record and shipping inspection record of the product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endo therapy accessory and determine the cause by fluoroscopy. Continuing to manipulate the guide wire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and /or endo therapy accessory. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the actual device, while being taken out of the holder tube, was exposed to pulling force which exceeded the strength limit of this product locally on the distal extremity, resulting in the ripped urethane outer layer and broken gold coil. Subsequently, the actual device was inserted into the involved mtw catheter. As the result, due to the insufficient priming of the devices, the distal end of the actual device was subjected to some external force, including abrading force, bending force and frictional force caused between the inner lumen of the mtw catheter and the exposed core wire and gold coil of the actual device, and it became difficult for the actual device to be advanced in the mtw catheter any farther. However, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the involved visiglide guidewire became stuck in a catheter for ercp during its insertion into the catheter. The actual sample was changed out to a new one and with the new one. The procedure was completed successfully. The patient was not harmed.